Event description:
A report was received that the patient was explanted due to discomfort at the pocket site. The precision system was working properly, but the patient was still experiencing pain. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.